Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise possibly due to gym activity. Isometric movements were unable to be performed due to patient having a recent surgery unrelated to the device. No intervention was performed. The patient was in stable condition.